Event description:
Reporter received of a non-delivery of an antibiotic. The customer reports that the pump was set to deliver at 100cc/hr on the primary line and 100cc/hr on secondary line in the concurrent mode. A dose of an unspecified antibiotic was hung during the night shift. During the day shift, the patient's physician noticed that the bag had not infused. The day nurse hung another dose of the antibiotic and watched the infusion. It was then noted that the pump started to infuse the secondary line, but after a few minutes, would independently switch to infuse the primary line without finishing the secondary line infusion. The pump was plugged into a power source. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.